Event description:
The customer reported poor contact in the light source section was found which also caused intermittent image. This involved an olympus deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.